Event description:
Reportedly, the surgeon fired the device over tissue and then resected the tissue. When the stapler was opened there were no staples applied to the tissue. There was no bleeding or fluid leakage reported. A similar device was applied to close the wound without further incident.